Event description:
Therapeutic plasma exchange procedure. Instrument reading for plasma out = 4910ml. Actual volume out (by weight) = 1904 ml. Resulted in fluid overload of pt of 2500 ml. It is theororized that a vapor lock in the centrifuge channel caused this event. There is no backup alarm system for this device to alert user that measured volume and actual collected volume are discrepant.